Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to reports of high out of range shock impedances greater than 125 ohms. The whole system was upgraded along with the revision. No additional adverse patient effects were reported.